Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the customer contacted technical support engineer (tse) to report that the surgeon was unable to take control of universal surgical manipulator (usm1) during the case. The case had been set up as a three-arm procedure using usm1, usm2, and usm3; however, due to the issue with usm1, the surgeon opted to proceed using usm2, usm3, and usm4 instead. It was also noted that the system was a dual console setup. Onsite logs were not populating at the time of the call, and no error logs were available. Later that same day, the customer called back to report that the same issue with usm1 had occurred again during a different procedure. It was noted that the usm1 carriage was unable to move the instrument in and out of the patient without manual assistance. Ther customer had checked the drapes, inspected the carriage, and re-draped the system, but the issue persisted. No patient injury was reported, and the procedure was completed as planned. No errors were found in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system in normal mode. Fse attempted to perform a test drive and found excessive friction with the insertion rail on universal surgical manipulator (usm1). Usm3 had a pattern of 1162 errors on multiple days. Fse proceeded with the replacement of usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported problem was not confirmed or replicated. System logs found no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The insertion rail will be replaced as a potential root cause. The complaint was not confirmed based on failure analysis. A definitive root cause could not be identified.